Event description:
The patient contacted animas on (B)(6) 2013, alleging the display screen on the pump was peeling off. Animas customer technical support attempted to contact the patient in follow up; the patient did not return the messages. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the alleged display screen defect remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.